Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an alert delivered for high, out of range high voltage lead impedance (hvli) on the right ventricular (rv) lead. Technical support suggested it was likely due to encapsulation. No intervention was performed, and the patient was stable with no consequences.